Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported the patient was having trouble with their controller and spoke with their manufacturer representative (rep) who advised having the controller replaced. For about a month now, the patient has been receiving error screen #59 ("settings not available, cannot provide your intensity settings") when turning the stimulation on or when increasing the stimulation settings. Patient mentioned that even when the error message appeared, the controller was still usable; the message was not constant, and they could exit the error screen. The patient also noted that they met with a rep who tried everything within their area of expertise but ultimately advised the patient to call the manufacturer. Agent informed the patient that the information provided will be documented and advised the patient that the rep needs to contact technical services for troubleshooting assistance and replacement if deemed necessary. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, loss of stimulation and intermittent stimulation. Patient mentioned that she was unable to adjust intensity settings on her remote, upon meeting with the patient noticed she had several high impedance readings on both leads. Moved programs around to avoid high impedance readings. Patient will let rep know if she is unable to adjust her programs again. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.